Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed right heart failure. The patient experienced peripheral edema and had a central venous pressure (cvp) greater than 18 mmhg. The event was potentially caused by an overload of the right ventricle due to left ventricular assist device (lvad) support.

Event description:
Additional information: the patient was given revatio and diuretics, but as the patient's condition worsened, intravenous dobutamine and milrila were administered. The patient recovered after two weeks and was started on verquvo on (B)(6) 2023 to aid with decreased exercise tolerance. The patient's condition continued to improve.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related complaints have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.